Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in a stored untreated episode and an inappropriate shock. Device data was then sent to rhythmcare for review. Rhythmcare discussed the observed noise was consistent with sense b node impairment with suspicion of electrode fracture. Rhythmcare then provided further troubleshooting steps and recommended performing an x-ray. This system remains in service. No adverse patient effects were reported.